Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that his one touch verio flex meter was displaying an error 4 message when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began on (B)(6) 2016, around 12pm eastern time. The patient manages his diabetes with oral medications, diet and /or exercise and stated that he made no change to his usual diabetes management routine as a result of the alleged meter issue. The patient reported that around 5 to 6 hours after the alleged product issue began he developed the symptom of dizziness. The patient denied that he received any treatment. At the time of troubleshooting, the cca noted that this was not the first time the product was being used, the test strips had been stored correctly and within their expiry date. The test strip completely drew in the blood sample. In addition, the patient detailed that they carried out the correct testing procedure. The alleged product issue remained unresolved after cca walked through a retest. The patient's products were replaced and requested back for evaluation. Based on the information provided, the patient did not suffer signs or symptoms indicative of an acute diabetes excursion. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.